Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient was experiencing very painful tingling in their fingers, like it was hot and cold at the same time. Their left side toes were tingling as well, but this was likely related to their pre-existing neuropathy of the feet. It was stated it felt like something had been crawling in their ear. There was also pain in the ear and felt like they were being tickled and vibrating. A dull, aching pain was felt in the patient's whole left arm, and made it hard to use and hold a steering wheel. It was noted that the issues could be related to falling. The patient had started to fall more in the last 6-8 months and had taken some "pretty good tumbles" in the past couple months. It was thought that strenuous activity may be the cause of the issues. A physician recommended the patient turn the ins off; however, the patient stated they were "too chicken" to do so. A doctor's appointment was scheduled for the day after this report. No further complications were reported/anticipated.